Event description:
It was reported that there was oversensing on the left ventricular lead. The lead was reprogrammed to be electrically abandoned. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.